Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/18/2015. The fse found that tubing at the blood sampling valve was loose. The fse reattached the tubing, which repaired the leak and the errors. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from the unicel dxh 800 cellular analysis system. The instrument was generating aspiration errors when the leak was noticed. The volume of the leak was about 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.